Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd needle eclipse 23x1 rb - foreign matter. It was reported by customer that they found debris inside one of their bd eclipse needles.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.